Manufacturer narrative:
An extended voluntary recall has been initiated for the venovo® venous stent system which includes various sizes of the product offering within a specific lot number. Reportedly, the venovo venous stent does not immediately expand upon deployment but remains connected to the stent cushion on the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. Manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. (Expiry date: 07/2022). Device not returned.

Event description:
It was reported that during stent placement procedure for iliac venous occlusive disease with popliteal access, the stent allegedly failed to fully expand. Reportedly, 80% of the stent deployed then a segment remained constrained to the catheter and then the remaining portion deployed. Reportedly, the user waited five minutes then the stent fully expanded. There was no reported patient injury.